Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high impedance. No intervention was performed due to the patient is non device dependent. The patient would continue to be monitored.